Event description:
The customer reported false non-reactive architect syphilis tp and provided the following data: patient information: 70 year old male patient that has been diagnosed with syphilis-specific antibodies. Abbott syphilis result was 0.66 (non-reactive) retest results were 0.66 (non-reactive) 0.72 (non-reactive) (reference < 1.0 s/co is non-reactive). Additional laboratory results: tppa is weak positive, roche result was 4.3 s/co (positive). Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
E1 phone: complete phone number is: (B)(6). This report is being filed on an international product, list number 08d06-77 and there is a similar product distributed in the us, list number 8d06-31 / 41. All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was completed as specimen sample was returned for testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any related nonconformances or deviations associated with the likely cause lot number and complaint issue. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. The review of ticket and trending concluded that there were no identified trends regarding commonalities for lot number and customer issue. In house testing was performed on lot 54393be00, which contains the same bulk material lot 54393be01. In house testing concluded all controls met specifications and no false non-reactive results were obtained, indicating that the lot generates the expected results. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the architect syphilis tp reagent, lot number 54393be01.

Event description:
The customer reported false non-reactive architect syphilis tp and provided the following data: patient information: 70 year old male patient that has been diagnosed with syphilis-specific antibodies abbott syphilis result was 0.66 (non-reactive) retest results were 0.66 (non-reactive) 0.72 (non-reactive) (reference < 1.0 s/co is non-reactive) additional laboratory results: tppa is weak positive, roche result was 4.3 s/co (positive) per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.